Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited high capture threshold and high impedance. It was further noted that the lead was fractured. The patient was not symptomatic. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and post procedure.